Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received healthcare provider (hcp) regarding a patient receiving intrathecal baclofen (unknown) via an implantable pump for intractable spasticity and cerebral palsy. The hcp reported motor stall post magnetic resonance imaging (MRI). The hcp stated that today was the first time interrogating the pump after the MRI and confirmed there was no motor stall recovery in the logs.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was provided from a consumer stated that the patient had magnetic resonance imaging (MRI) on 2025-06-06 and did not have the pump interrogated for 19 days. The patient representative (rep) stated that the alarm went off in the doctor¿s office and called medtronic for assistance. The rep stated that the patient felt like something was wrong and the patient went back to the hcp twice since the MRI to ensure the pump was functioning properly. The physician decided not to program flex dosage and stick with the continuous dosage. The patient rep confirmed that there was no discomfort during the MRI and mentioned the MRI was for the brain. The rep mentioned that the patient has scoliosis therefore inquired if there are a limitation for how many mris a pump may have. The rep mentioned consideration for a patient drug "vacation." The agent reviewed the pump functionality and redirected it to healthcare provider (hcp). The rep heard the pump alarm in the past and later commented that the patient has never had problems with the pumps they have had over the years and has had a wonderful experience with the therapy.